Event description:
The pump has been returned and was evaluated by product analysis with the following findings: the force sensor was found to be out of calibration and the pump could not detect the cartridge during the load cartridge step. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis with the following findings: the force sensor was found to be out of calibration and the pump could not detect the cartridge during the load cartridge step. Contamination was observed on the force sensor assembly. Unrelated to the event the display was found to be dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction # 2531779-03/24/2010-003-r.